Event description:
Customer reports receiving a reading of 297 mg/dl with his precision xtra meter. Based on these readings he gave himself a shot of insulin. He then began to experience hypoglycemia symptoms. He went to the hospital where the hospital received a low reading from their meter, which matched with his symptoms. The pt was treated with sugar at the hospital.